Event description:
Information received from the field does not address the patient's clinical status but notes that the device exhibited automatic reprogramming to vvi mode with dashes (---) for parameters and an erratic pacing rate.